Manufacturer narrative:
Per the product IFU, "post-operative care. Note: postoperative care is extremely important. The patient must be warned that noncompliance with postoperative instructions could lead to breakage of the implant requiring revision surgery to remove the device."

Event description:
Per the sales rep, the screw broke approximately six months post operatively. The surgeon was doing a lapidus revision and discovered the broken screw, so the surgeon removed the broken screw and re-implanted the same size screw to replace the one that broke. The sales rep noted that the patient was non-compliant.